Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o patient with a valve model 7300tfx23mm implanted in the tricuspid position underwent a valve-in-valve (viv) procedure after an implant duration of 9 years and 4 months due to degeneration leading to stenosis. No calcification was observed. The patient was experiencing recurrent right heart failure and diuretic requirement. A 29mm sapien 3 valve was implanted within the surgical edwards valve using the transfemoral vein with no reported complication for the patient. The patient was discharged on pod#0 and was noted as to be doing well.